Event description:
Primsaflex pump (circuit lot # 230047) with odd alarms: "set disconnect" while pump was running, very high p drop and tmp pressures in the 400s, access and return pressures also alarming. Patient remained stable throughout troubleshooting alarms, circuit ended up clotting and a new prismaflex machine and circuit were set up. This machine was taken out of service, work request filed. Patient was discharged. No harm identified.